Event description:
It was reported that patient presented to emergency department for malodorous loose stools, weakness, and fatigue. The patient also had shortness of breath and orthostatic dizziness. The patient's international normalized ratio (inr) was supratherapeutic of 5.0 and warfarin was held. The patient was given blood product and vitamin k.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient also experienced epistaxis for which the patient received nose vasoconstrictor medication, nostril packing with gauze, and a one-time anticoagulant dose change. The epistaxis not considered to be device related.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient had been hospitalized for gastrointestinal (gi) bleeding. Esophagogastroduodenoscopy (egd) was performed which was significant for gastritis with non-bleeding, sessile polyps. Nuclear medicine bleeding scan was negative for signs of acute bleed. Colonoscopy was significant for hemorrhoids and few small sigmoid diverticula. Cathode-ray scope resulted clear yellow stool all through but on the way out, an area of slow bleed was identified at the hepatic flexure which was likely from mucosal injury from scope passage and suction. It was treated and controlled with hemoclip placement. The event was resolved as the patient tolerated resuming warfarin with stable hemoglobin levels. The patient's hemoglobin/hematocrit (h/h) was being monitored.